Event description:
On (B)(6) 2022, it was reported by a sales representative via email that (2) ar-8925ss syndesmosis tightrope were being tensioned on the lateral side, the sutures snapped upon real tensioning. Surgeon completed case with two more tightropes from different lot number. This was discovered during a procedure on (B)(6) 2022. Additional information received on 5/17/2022: this was discovered during an ankle syndesmosis repair procedure and all broken fragments were retrieved from the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).